Event description:
Boston scientific received information that during a device check, the cardiac resynchronization therapy defibrillator (crt-d) electrogram showed a flat shock channel. It was suspected that the high voltage lead terminal pins were reversed in the header. Boston scientific technical services (ts) was contacted and discussed design changes with boston scientific's newer devices where reversed shock pins would not cause oversensing with the right ventricular (rv) pace/sense. Large p-waves and small qrs signals would still be present. Ts discussed that if defibrillation threshold (dft) testing was not performed at implant, it would be recommended since the change in the shock vector could affect ability to convert an arrhythmia. Additional information was received that dfts were performed and were fine. A follow-up conversation with ts discussed programming options to ensure all energy is kept in the heart should the patient require shock therapy. There was no patient harm associated with this experience and no surgical intervention has been performed to this date.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.